Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned to depuy synthes for evaluation, however photo was provided for review. Review of the provided photo confirmed breakage of device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that on june 29, 2023, the temporary fixing pin hole of the product in question was damaged. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found that one of the metal bushing features was broken off from the plastic housing. Plastic fragments of the bushing housing were not returned for evaluation. Additionally, the mating distal femoral jig slide tube assembly was missing. Based on the observed damage, the potential cause can be attributed to off axis drilling trough the metal bushing and using excessive force in an attempt to take the pin out causing the bushing to broke off. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photo was provided for review. Review of the provided photo confirmed breakage of device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the temporary fixing pin hole of the product in question was damaged.